Event description:
Same case as 6000093-2004-01596 and 6000130-2004-00231. During a coronary drug eluting stenting treatment procedure, the stent delivery systems locked up on the guidewire. The lesion being treated was located in the non tortuous, mildly calcified, totally occluded left anterior descending (lad) artery. The vessel diameter was reported as 3.0 mm. The physician placed the pt floppy wire in the lad distal to the lesion. The vessel was pre dilated with an unknown size balloon. The physician advanced the taxus express2 3.0 x 16 mm drug eluting stent close to the lesion. He tried to advance it to the lesion but only the wire would move as the stent delivery system was stuck on the wire. The physician advanced the wire past the lesion, sticking out of the vessel, and this allowed him to deploy the stent at 14 atm at the lesion. A taxus express2 3.0 x 8 mm drug eluting stent was then advanced and deployed overlapping the first stent. No pt complications were reported and the pt's condition was reported as good.